Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.

Event description:
It was reported to boston scientific corporation that during a posterior pelvic floor repair procedure using a pinnacle posterior pelvic floor repair kit, the physician placed the first mesh leg assembly through the sacrospinous ligament. As the physician used hemostats to tension the mesh leg assembly, the suture (with the needle attached at the end) "broke off nearly to the dilator." Reportedly, no device components fell into the patient cavity. Additionally, it was determined that the first mesh leg assembly was not properly positioned within the patient. It was reported that the physician removed this pinnacle posterior pelvic floor repair kit from the patient and completed the procedure with another pinnacle posterior pelvic floor repair kit, with no complications to the patient, who is reportedly "fine."